Manufacturer narrative:
Product ID: 3487a-45, lot# j0454375v, implanted: (B)(6) 2004, product type: lead; product ID: 3487a-45, lot# j0454375v, implanted: (B)(6) 2004, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the patient was going in for a lead revision due to the open circuits. The revision was on (B)(6) 2018. During the lead revision, the leads were completely torn and stripped. The rep said the leads were tattered. The lead revision occurred and the old leads were replaced. All connections and impedances in surgery and post-op were within normal range. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the red impedances and the patient not feeling stimulation was not determined. The rep used the electrodes with the lowest impedances in programming and left the patient with a couple of programs to determine effectiveness. The issue was not resolved at the time of the report. It was noted that this information was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the ins was implanted on the day prior to the report and she didn¿t check impedances in the operating room. The rep reported that the 4-7 lead that was placed in the sacral region area, all contacts show red for impedances reading; possible open circuits. The rep reported that she was not in the room right now and didn¿t have the impedance values. The rep also reported that the patient wasn¿t feeling any stimulation. It was suggested to run electrode impedance, using the lowest impedance value, using one anode and increasing the cathodes to drive the impedance down. No further complications were reported.

Manufacturer narrative:
Product ID: 3487a-45, lot# j0454375v, implanted: (B)(6) 2004, product type: lead; product ID: 3487a-45, lot# j0454375v, implanted: (B)(6) 2004, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Analysis of the lead (j0454375v) found the stim lead body conductor #1 broken 11.8 cm from the proximal end, anchor site unknown. Analysis of the lead (j0454375v ) found that the stim lead body conductors #4-7 broken 26 cm from the distal end, anchor site unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID: 3487a-45, lot# j0454375v, implanted: (B)(6) 2004, product type: lead; product ID: 3487a-45, lot# j0454375v, implanted: (B)(6) 2004, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type extension. If information is provided in the future, a supplemental report will be issued.